Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a "patient underwent ion biopsy and developed a pneumothorax that required a chest tube placement and hospitalization. Patient had a pre-existing cavitary lesion abutting the pleura. Biopsy was obtained from the area adjacent to the cavitary lesion. The patient also developed altered mental status as well as other complications which were reportedly attributed to general anesthesia not otherwise specified which required ICU admission. Attempts at obtaining further details have been unsuccessful. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. Pneumothorax is a known and expected complication of the procedure. Based on the available data the reported events were procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low overall complication rate. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A subsequent case series of ion robotic assisted bronchoscopies including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube." Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 2.9 x 2.2 cm located in the left lung apex juxtapositioned to the pleura. The physician stated that it was a cavitary lesion already encroaching on the pleura and it was believed that during sampling a fistula was created because the cystic lesion was already penetrating the pleura. Per the physician, the patient had a cavitary lesion with the superior end communicating with the pleural space; sampling in the inferior more proximal region caused a pathway/channel for air to move. The procedure was completed with no complications and/or delays. Post procedure, the patient was symptomatic with shortness of breath and coughing. On chest x-ray, a pneumothorax was identified; initially the pneumothorax was a few centimeters in size, but after an hour increased in size; therefore, a 14 french chest tube was inserted to resolve the pneumothorax. The patient had other complications related to anesthesia, as well with altered mental status needing intensive care unit (ICU) admission. Per the physician, the altered mental status (seizures later identified) and possible stroke were anesthesia related. The patient's mental status has improved considerably, and the patient is now in rehab. Neurology believed that the patient suffered an ischemic stroke that drove everything. A diagnosis was not obtained. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.